Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The monoblock was replaced. The system was tested and is operating as intended.

Event description:
The customer reported that 6800 system displayed a high current error message. No patient injury was reported.